Manufacturer narrative:
E1: (B)(6). Name- medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced an infusion set tape did not stick as it came loose event on (B)(6) 2026.